Event description:
Vacuum extraction was used to assist with a delivery unsuccessfully, infant sustained left parietal cephalohematoma, 8 x 8 cm area. Return clinic visit indicated healing scar tissue. Child may or may not grow hair in this area. Parents requested this report be filed to the FDA.